Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A query of the complaint handling database for the reported lot revealed no other incidents and/or complaints for retraction problem or off-label use reported for this lot. It should be noted that the emboshield nav 6 instruction for use states: the emboshield nav6 rapid exchange (rx) embolic protection system is a temporary percutaneous transluminal filtration system designed to be used as a guide wire and to capture embolic material released during an angioplasty and stent procedure within a saphenous vein bypass graft or a carotid artery. It could not be determined if the off-label use contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified superficial femoral artery. An emboshield nav6 emoblic protection system (eps) filter was loaded into the delivery catheter (dc) pod successfully. However, as the barewire was being removed, the filter came out of the dc pod. Another emboshield nav6 eps was prepped successfully and used along with a non-abbott atherectomy device. However, as this filter was being retrieved from the anatomy, the filter escaped the retrieval catheter. The retrieval catheter was used again to recover the filter and was removed along with the barewire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.